Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the buttons on the infusion device were not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.